Event description:
It was reported that the patient's lead and extension "spun" in the pocket multiple times, and the lead fractured. Both the lead and extension were replaced but the existing device was left in and tacked down to keep it from spinning in the future. Additional information received indicated the pocket was too large and allowed for the device to spin in the pocket. Following replacement, stimulation was felt at a low level and the patient went home with it operating.

Manufacturer narrative:
(B)(4).